Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) is depleting at an abnormal rate. The device went from battery status middle of life (mol) to post elective replacement indicator (eri) in four months. During the procedure an insulation breach was identified near the terminal pin with the negative myocardial rate sensing lead. The lead was repaired during the procedure.